Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16943. It was reported that the patient presented post-implant procedure. Upon review, the right ventricular lead exhibited failure to capture and the pacemaker exhibited lack of atrial capture. The physician repositioned the right ventricular lead on (B)(6) 2020 and re-programmed the pacemaker. The patient was in stable condition.